Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been deemed to be product related. Intuitive surgical inc. (Isi) requested the customer to return the vessel sealer extend (vse) instrument used during this procedure, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. The vessel sealer logs for this event were reviewed by an isi failure analysis engineer (fae). Per fae, a vse instrument was used and "there were a few instances of high initial starting impedance, but the user was able to utilize the sealing function after these errors." This event is being reported due to the following conclusion: during a da vinci-assisted nephrectomy procedure, the vse instrument was sticking to tissue with mild bleeding.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the vessel sealer extend (vse) instrument was sticking to tissue. This resulted in the surgeon ripping tissue off of the vse tips. It was unknown how the procedure was completed with no reported injury. The indication for this procedure was kidney donation. The surgeon reported that this event occurred early in the procedure. The surgeon was mobilizing the colon and left kidney when this sticking tissue event occurred; dividing the perinephric tissue. The surgeon clarified that it was fatty tissue getting stuck in the jaws. A moist laparoscopic sponge was used to remove the stuck tissue from the vse. The surgeon reported that no tissue damage occurred, but they replaced the vse instrument before an injury did occur as tissue was becoming stuck throughout the vse¿s use. The surgeon reported that the vse was sealing properly, but was not releasing from the tissue it had sealed and ¿was causing trauma with risk of avulsing small blood vessels.¿ the surgeon clarified that they never experienced any sealing issues with the vse instrument. The vse was replaced to continue the procedure. The surgeon clarified that the ¿trauma¿ caused to the stuck tissue resulted from the tissue being removed from the vse jaws. The ¿trauma¿ was clarified to be ¿mild bleeding and tearing of the tissue. No major trauma was caused¿¿ this event delayed the procedure less than 15 minutes and the delay did not occur during a critical task in the procedure. The surgeon reported that the only intervention performed due to this event was exchanging the instrument and that this event had no effect on the procedure or patient outcome. The surgeon said there is no concern of this event causing any long-term complications with the patient. The surgeon reported that the patient did not experience any post-operative complications and they were discharged home. The patient¿s care plan was not changed. The surgeon said they do not know what caused this event. The surgeon added that they did not use other instruments to clean the vse jaws and it was being used on ¿typical settings.¿ the customer attempted to remove the charred tissue on the vse jaws, but the jaws remained sticky and was a potential risk. No events or tasks occurred that increased the severity of this event.